Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) supra ventricular tachycardia (svt) discriminator inappropriately withheld ventricular tachycardia (vt) detection. The discriminator was resetting detection and redetection post-initial anti-tachycardia pacing (atp) therapy, preventing additional therapy. Undersensing was noted on the right atrial (ra) lead when the patient's ventricular rate accelerated. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.